Event description:
Pt was in cardiac cath lab for a stent placement. The stent dislodged from the balloon catheter during the procedure before being deployed in the coronary artery. Stent rested in the aorta. Pt was transferred to another facility for retrieval of stent.